Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Device was not returned to manufacturing facility for evaluation. A review of the complaint history record for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 24may2012. The review was performed from the date of manufacture to the present date 10may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that during preventive maintenance, 8120 pca failed plunger position test while using 27mm height gauge. There was no patient involvement.